Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed a leak at the nose of the adapter during a catheter leak test. Split tubing was observed at the flaring site and a scratch mark was noted along the whole catheter tubing at the same filled stripe as the split tubing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated. The assembly process was reviewed. At the isam machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was placed onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flaring at the metal wedge, which caused the tubing to over-expand and split during assembly. Additionally, a surface defect which looked like scratch marks was observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause tubing to be weakened and split when flared onto the metal wedge during assembly. The possible cause of the tubing surface defect could be due to dye build up which caused scratches and layer adhesion peel-off. Current controls include a functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. Manufacturing specifications were revised to include flare length lower control limits (lcl) and the daily process form was revised to add a flare length vision challenge to detect product outside of specification. The in-process inspection form was also edited to add cleaning of the dye after each produced spool.

Event description:
It was reported that bd insyte vialon 22ga x 1.0in leaked and was cracked catheter this is a complaint about leakage found from the catheter. According to the customer report leakage occurred due to a cracked (base) catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.